Event description:
It was reported from (B)(6) that after surgery, it was observed that the ¿tip¿ of the craniotome device was broken. There was no reported patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device. A functional and visual assessment revealed that the device had a damaged protective foot; it was further observed that the protective foot had been drilled into and broken off. Therefore, the reported condition was confirmed. The assignable root cause was determined to be mis-assembly/ misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.